Manufacturer narrative:
The t:slim pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message after filling the cartridge with 250 units of insulin. Reportedly, the contact does not know how to remove air from the cartridge. Tandem technical support educated the customer on the proper load technique. The customer was able to load a new cartridge successfully. There was no impact to the customer's blood glucose level.